Manufacturer narrative:
Additional information: received information that dr. (B)(6) is the name of the surgeon. Section d9: device available for evaluation ¿ yes, returned to manufacturer on 9/30/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: visual inspection was performed and revealed that the lens was received cut in half, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed and the complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional/ no similar complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a defect in the optic of the lens was noted once the lens was inserted in the patient¿s eye. A larger incision was made to cut and remove the damage lens. Then a back up lens was used and incision was closed with suture. No further information was available.